Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 540 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated there was a pod failure; it was not delivering insulin. A smell of insulin was reported at the pod site on the abdomen. Due to the high bg levels unresolved by corrections, and irritability, the patient applied a new pod and went to the emergency room on august 19, 2025. The patient was treated with intravenous fluid and was discharged 3 hours later august 19, 2025. No further treatment was reported.